Event description:
Pt stated mattress was aggravating his back injury, prolonged his hospital stay and then needed surgery. Looking into this mattress, even when the pink cover is up, or next to the pt, will not cause injury to a back. Various materials have been used for yrs on hundreds of thousands of hospital mattresses. They are easy to clean, flame retardant and anti-bacteriostatic. Hospitals have used them without complaint about the covers injuring the back.